Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched through medical emergency services and hospitalized due to diabetic ketoacidosis on (B)(6) 2022. The customer¿s blood glucose level was 499 mg/dl at the time of incident. The customer¿s current blood glucose value was 403 mg/dl. The customer experienced symptoms such as vomiting, feeling sick/unwell and tired/weak due to high blood glucose value. The customer treated high blood glucose with insulin drip and insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.